Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient woke up that morning cgm already have inaccurate reading. The daughter called the ems as the patient was experiencing seizure due to prolonged hyperglycemia. Ems arrived at the house around 9:15am and ems checked using a manual stick and read 462 mg/dl, and the sensor read 130 mg/dl. Cgm value remains low and not jumpy. The patient was taken to the ER and treated with insulin 5 units through IV. The patient stayed at the hospital for 5 hours and was discharged the same day feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken when the ems arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.